Event description:
It was reported that recently, this patient has experienced three episodes of ventricular tachycardia (vt) that were accelerated by anti-tachycardia pacing (atp) delivery to ventricular fibrillation (vf). These vf episodes were appropriately terminated via shock delivery. Technical services (ts) was contacted for programming assistance. It was stated that the patient's arrhythmias were quite complex and atp delivery was unsuccessful. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the device remains implanted and the patient is stable.

Event description:
It was reported that recently, this patient has experienced three episodes of ventricular tachycardia (vt) that were accelerated by anti-tachycardia pacing (atp) delivery to ventricular fibrillation (vf). These vf episodes were appropriately terminated via shock delivery. Technical services (ts) was contacted for programming assistance. It was stated that the patient's arrhythmias were quite complex and atp delivery was unsuccessful. The physician elected to reprogram the device therapy settings to resolve the event. At this time, the device remains implanted and the patient is stable.